Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was returned for investigation. The returned complaint cp pump was visually inspected. No cannula kink or broken blades observed. No biomaterial observed. Complaint pump run for 30 minutes in wat in the investigation lab. Flows were in specification range at any p-level. No flow issues. No alarm triggered. No other abnormality observed. Data log reviewed. Suction alarm occurred often but no indication for issue cause. The cause of the suction alarm most likely was patient condition related.

Event description:
The user facility reported a 59-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient had a cp support ongoing in which despite all troubleshooting the pump would not achieve appropriate flows. The pump had suction and upon pump explantation no thrombus was observed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.